Event description:
It was reported that the patient picked the generator incision post-op and caused bleeding and may have caused infection. Patient went to physician and was put on two rounds of antibiotics and is now stable and issue resolved. Device history record confirmed the device was hp sterilized prior to distribution.

Manufacturer narrative:
Device evaluated by MFR? Return of device would not be necessary as the cause is known.